Event description:
Case involved a patient that had known aorto-iliac occlusive disease and prior ir coil embolization for bleeding duodenal ulcer. The patient developed massive bleeding from the recurrent duodenal ulcer and reboa access was considered by acute care surgery team due to hemodynamic instability. Right femoral artery access was obtained, and a 7 french introducer sheath from the prytime catheter convenience set was placed in the artery. After the introducer sheath was placed, advancement of a reboa catheter was attempted; however, the catheter met resistance most likely due to the severe pre-existing vascular disease/calcifications. The reboa catheter procedure was removed. Patient was taken to or for open oversewing of the gastroduodenal artery and the sheath remained in the patient. 11 hours later, patient developed ischemic changes in the right leg, the introducer sheath was removed, and vascular surgery was consulted. Vascular identified an arterial dissection with thrombosis proximal and distal to the sheath site. Vascular performed thromboembolectomy, fasciotomy, and access site repair. Per the surgeon who placed the sheath the contributing factors for the thrombosis were severe pre-existing vascular disease, possible dissection at time of sheath insertion, and prolonged sheath dwell time (~11 hrs). Surgeon stated patient was slowly improving after the surgical interventions.